Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained instrument found that the holding chuck was deformed during forcible use. The dismantled single parts do show brown residues with rust appearance which are caused by insufficient cleaning and washing procedures. No product or material fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event and manufacturing documents were reviewed, no complaint related issues were found.

Event description:
The instrument does not pick up screws properly. This is 1 of 1 report for complaint (B)(4).